Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07k65-77 that has a similar product distributed in the us, list number 7k65, with 510k/PMA/bla number k173122.

Event description:
The customer reported falsely elevated architect free t4 results generated on the architect i2000sr analyzer for a 46-year-old female patient diagnosed with a thyroid nodule. The following data was provided: on (B)(6) 2026, performed the thyroid function 3-panel assay: ft4: > 64.35 pmol/l, elevated (reference range 9.01-19.05 pmol/l) the customer retested the sample and generated a result of > 64.35 pmol/l and released the result to the clinical physician. The clinical physician questioned the result. On (B)(6) 2026, the customer re-centrifuged the sample and retested free t4 twice. The sample generated free t4 results of 14.21 pmol/l and 14.31 pmol/l (normal). Other thyroid function test results: tsh: 0.396 uiu/ml, normal (reference range: 0.350-4.94 uiu/ml) ft3: 4.86 pmol/l, normal (reference range 2.43-6.01 pmol/l) there was no impact to patient management reported.